Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she undergo an essure confirmation test: yes. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plantiff underwent one or more surgeries to remove one or more of the essure coils/hysterectomy with). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received with her demographic details were updated. Product indication updated. Suspect drug implant date updated. Following events were added: abnormal bleeding (vaginal) and menorrhagia. Event outcome added for: heavy abnormal bleeding, abnormal bleeding (vaginal) and menorrhagia. Event onset date added for abnormal bleeding (vaginal) and menorrhagia. Reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.